Event description:
A report was received that the patient had pain due to loss of stimulation. The physician decided to perform a revision procedure in which the patients two leads were removed and replaced with two new leads. The patient is doing well following the revision procedure and has full coverage of all pain areas.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50e serial/lot: (B)(6) description: infinion 16 trial lead kit 50 cm

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50e, serial/lot: (B)(4), description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient had pain due to loss of stimulation. The physician decided to perform a revision procedure in which the patients two leads were removed and replaced with two new leads. The patient is doing well following the revision procedure and has full coverage of all pain areas.